Event description:
It was reported that this right atrial (ra) lead was reposition due to dislodgement as confirmed through x-ray, resulting in unobtainable thresholds. This lead remains in service. No additional adverse patient effects were reported.